Event description:
Test fluid did not properly absorb and migrate through test cartridge. Invalid result obtained on 3 different test cartridges. Lot: cp22j03. Reference reports: mw5149605, mw5149607.